Event description:
Follow up information identified the patient was treated with oral antibiotics, and the infection is under control. The leads were also explanted along with the ipg on (B)(6) 2019, and the physician drained the ipg site at the time of surgery.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the ipg site. To address the issue, the physician explanted the ipg.